Event description:
Hcp reports pump alarm test still in progress several days post implant. The pt experienced increased tone. The pt underwent explantation of the device. The device was returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.